Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound on their back from the lifevest equipment. The patient¿s wound care nurses provided treatment to the wound. Follow up indicated that the wound improved.